Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer whose indication for use were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor reported that they could not get patient programmer (pp) to communicate with the implantable neurostimulator (ins). A poor communication on pp was noted. It was indicated that patient had device implanted five days ago. During the call, patient confirmed antenna secure and sync with the ins and this resolved the reported issue. Patient was able to connect to the ins with patient programmer (pp) and antenna, but the caregiver could not see screen, so they had patient moved and then could not get antenna centered over the ins again. It was also reported that patient was not feeling stimulation and requested help to turn up stim but due to patient moving positions, so the caregiver can see screen antenna moved and now the caregiver cannot find location where to place pp antenna to communicate. The changed in symptom was considered sudden. They confirmed ins was turned on and setting was at 1.8v. The patient was going to find out if someone would be able to help if they went to the clinic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.